Event description:
It was reported to boston scientific corporation that a radial jaw 3 single-use biopsy forceps was to be used during a colonoscopy procedure performed on (B)(6), 2011. According to the complainant, during unpacking for the procedure, it was noted that the body of the forceps was crushed. Reportedly, the observed damage would have made passage of the device through the scope difficult. No further clarification/information could be provided. The procedure was completed with another radial jaw 3 single-use biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Visual analysis of the returned unit found two kinks along the shaft/coil of the device. No broken or crushed components were found during examination, and the device riveting and crimping were within specifications. Functional analysis of the device found it to open/close properly. The condition of the returned incident device was not consistent with the complaint; that the forceps was crushed. However the shaft/coil of the device presented two kinks. Since there are controls in the manufacturing process that verify product integrity, and due to the lack of evidence identifying the use of the device, the specific cause of this failure cannot be determined. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).

Event description:
It was reported to boston scientific corporation that a radial jaw 3 single-use biopsy forceps was to be used during a colonoscopy procedure performed on (B)(6) 2011. According to the complainant, during unpacking for the procedure, it was noted that the body of the forceps was crushed. Reportedly, the observed damage would have made passage of the device through the scope difficult. No further clarification/information could be provided. The procedure was completed with another radial jaw 3 single-use biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Patient age is unknown; however reported to be over 18 years old. (B)(4) the reported event of jaws broken/damaged. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).